Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a spinal fusion in the cervical spine for treating trauma on (B)(6) 2022. Torque was not applied to the screw on the rod¿s hinge during final screw tightening. The procedure was completed without surgical delay. It was postoperatively found that the rod had been loose. It was confirmed that the event had not been triggered by any product defectiveness. No further information is available. This report is for one (1) ti 4.0-4.0x220 adj rod. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.